Event description:
It was reported to philips that the device was logging an error code of check vent: proximal pressure sensor auto zero failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the customer to verify the solenoid pin alignment and found that all pins were aligned. The rse then suggested to replace solenoids 3 & 4, and provided the part information: solenoid valve.

Manufacturer narrative:
Part information ID was provided for the solenoid valve (purge, autozero, crossover) (gds). A follow-up was performed, and the customer found that replacing solenoids 3 and 4 did not correct the issue, and the issue continued; the customer replaced the data acquisition board and corrected the issue. The customer replaced the pcba da to resolve the reported issue. The unit passed performance verification testing, and it was returned to service. A follow-up was performed, and the customer found that replacing solenoids 3 and 4 did not correct the issue, and the issue continued; the customer replaced the data acquisition board and corrected the issue. The customer replaced the pcba da to resolve the reported issue. The unit passed performance verification testing, and it was returned to service.